Event description:
It was reported that the system controller screen was yellow and appeared to be "burnt" inside. Additionally, there was a triangle symbol on the screen. The patient stated to have been outside cutting the grass on (B)(6) 2025, but the system controller was to their side and was not directly in the sun. A review of submitted log files discovered no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to be operating as intended. As of (B)(6) 2025, the event had no associated alarms, and the system controller had been exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) having a damaged user interface (ui) membrane was confirmed via customer submitted photo. The customer submitted photo showed damage to the ui membrane, but the damage did not prevent the pump parameters from being read or understood. The system controller did not return for analysis. Log file data from the reported event date of (B)(6) 2025 was reviewed and showed the controller operating as intended, with no notable events or alarms captured in the log file. The pump operated as intended for the duration of data reviewed. Provided information indicated that the ui membrane may have been damaged while the patient was outside cutting the grass, but the system controller was not exposed to direct sunlight. The root cause of the reported event of a damaged ui membrane was not able to be conclusively determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.